Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse completed system verification and reviewed error logs. Fse did not find any issues with the system. The system was tested and verified as ready for use. The fenestrated bipolar forceps instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. Site history review: a review of the site's complaint history found a complaint for the other instrument mentioned to have broken in this complaint. The report for the other instrument can be founder under patient identifier (B)(4). System log review: a review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image/video review: no image or video was provided. This complaint is reportable due to the following: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted surgical procedure, the customer broke two forceps instruments and fragments fell into the patient. The customer collided the forceps instruments with the harmonic ace instrument, which caused the fragments from the forceps instruments to fall inside the patient. The customer was able to retrieve all fragments during the same procedure. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted no error suggesting a problem with the da vinci system. Tse also noted that the site had performed subsequent procedures without any reported incidents. The procedure was completed with no injury to the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer broke two forceps instruments and fragments fell inside the patient. The customer collided the forceps instruments with the harmonic ace instrument, which caused the fragments from the forceps instruments to fall inside the patient. The customer was able to retrieve all fragments during the same procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted no error suggesting a problem with the da vinci system. The tse also noted that the site had performed subsequent procedures without any reported incidents. The procedure was completed with no injury to the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.